Event description:
Rn at bedside changing patient. Ventilator (draeger evita xl) alarmed, read "peep valve error". Contacted draeger for service. Patient was immediately removed from the vent, bagged with ambu bag, and then placed on a different vent.